Manufacturer narrative:
11/13/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied manual suture. No pt injury reported.